Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump had no button response due to keypad connector not plugged in properly. Unable to verify excessive no delivery alarm due to button and keypad anomaly. Insulin pump received with cracked reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the customer received a no delivery alarm. It was also reported the act button on the insulin pump is unresponsive. Customer's blood glucose level at the time 208mg/dl. Advised insulin pump would be replaced. No additional information is provided.